Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to migration of the electrode array. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed january 5, 2015.